Event description:
A male pt underwent aaa repair in 2009. The pt's anatomical form was not suitable for endovascular repair due to the proximal neck being severely angulated below the renal artery and the diameter of the proximal neck was about 28-31 mm. The procedure consisted of placement of a zenith main body, two zenith iliac legs placed contralaterally and one zenith iliac leg placed ipsilaterally. Final angiography revealed a type I endoleak from the main body proximal neck. Add'l ballooning was performed using another manufacturer's balloon catheter, but the endoleak was not resolved then, another manufacturer's stent, mounted on another manufacturer's balloon catheter, was placed in the proximal neck. After the placement, a resolution of the endoleak was confirmed. The pt is recovering.

Manufacturer narrative:
The zenith device completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and amp; precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria; anatomical conditions; proper ballooning sites; the importance of an accurate deployment; sizing requirements. Specific to this case, the IFU states the non-aneurysmal infrarenal aortic proximal to the aneurysm should be less than 60 degrees relative to the long axis of the aneurysm and less that 45 degrees relative to the axis of the suprarenal aorta. Additionally, the IFU lists the sizing guidelines for 32 mm diameter graft, which is intended for a vessel diameter of 27-28 mm. Although no films were returned for review, the condition and sizing of anatomy were likely contributing factors to the endoleak. Based on the provided info, the proximal neck was severely angulated and the diameter was between 28-31 mm. As mentioned above, the device used in this procedure is intended for a vessel diameter no larger than 28 mm. The physician's documented comments are, "I think that the sealing of the proximal site was inadequate due to severe angulation of the proximal neck." We will continue to monitor for similar incidents.